Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her pump explanted because she had abdominal wounds from a cystostomy and colostomy and was unable to heal her implant wounds. The patient was given oral baclofen. It was noted that it was planned to put the pump back in at a 'later' date. Additional information stated that the drug in the pump had been baclofen (lioresal). The patient had no symptoms and her spasticity was 'under control.' It was noted that the placement of the pump was 'too close to the cystostomy/superpubic into the bladder and colostomy.' The catheter was still in place. The plan was to place a new pump in '3 or 4 months.'